Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hematoma could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that computed tomography (CT) report on (B)(6) 2021 indicated that there was an asymmetric increased bulk and soft tissue stranding centered on the left psoas muscle and left retroperitoneum, with the adjacent retroperitoneal soft tissue stranding extending posterior to the left perinephric space. This was keeping with a large left psoas hematoma in the setting of anticoagulation. There was a tiny high attenuation focus at the mid-aspect, concerning for acute contrast extravasation. However, this could not be confirmed on single phase post contrast study. Otherwise grossly similar appearance of the remaining intra-abdominal viscera, with numerous hepatic and renal cortical cysts noted. There was background colonic diverticulosis (without features to suggest acute diverticulitis). Otherwise there was no new suspicious or destructive osseous abnormality. Minimal dependent changes in the visualized lung bases, which were otherwise grossly clear. The patient also had a recent cough and was prescribed antibiotics which helped the patient feel better. At the time of discharge patient was flexing hip with nonpalpable hematoma.

Manufacturer narrative:
Patient identifier, age, ethnicity, and race could not be provided due to hospital/ geography privacy policies. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had felt a "pop" sensation in his left groin after a coughing episode. The patient went to the emergency department on (B)(6) 2021 with increasing pain in his left hip. The patient had an ultrasound performed on his left groin. There was no abnormality detected (nad). A computed tomography (CT) was performed on the patient's abdomen and pelvis. This revealed a large left psoas hematoma with possible contrast extravasation. The patient's hemoglobin dropped 20 points in one day. The patient was discharged on (B)(6) 2021 with a follow-up scheduled for (B)(6) 2021. The international normalized range (inr) value was 3.2. 1 vial of prothombinex was given, warfarin was held, and the inr was rechecked. The inr value was 1.8.